Event description:
Dobhoff feeding tube inserted and placement confirmed. When nurse administered medications, they came out of a slit/hole in the tubing. Tubing removed; new tubing inserted. The patient was not harmed.